Event description:
It was reported that a posey bed - acute care/ltc model 8050 panel zippers are broken and not adhering, and the netting is torn. The reporter also stated that the canopy was dirty and was advised by posey to clean it prior to return. No patient injury reported.

Manufacturer narrative:
Zippers broken & not adhering - evaluation results - large window a the zipper slider body is open. The drainage port on the front side a has a 2 foot tear at the start & end. The backside b drainage port has a 1 inch tear at the start & end.